Event description:
A philips patient monitoring surveillance station restarted resulting in an outage of surveillance monitoring. This occurred due to an attempt to retrieve a discharged patient that had been admitted multiple times, manually, without an mrn (medical record number). The outage lasted for 5 minutes, a duration for which no critical alarms were audible. The root cause of this issue was found to result from a patient database migration from piic ix a.02 to piic ix b.01, during which two fields in the patient record that are new to piic ix b.01 were left blank. Retrieving one of these patients using the patient (B)(6) search application resulted in a software exception on the surveillance station, causing an application restart.